Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Based upon the visual and functional examination, it was concluded that the balloon on the returned device has a cut in it, likely caused by contact with something sharp. The batch history records were reviewed with no anomalies noted.

Event description:
It was reported that during a diagnostic laparoscopy procedure, the balloon burst while filling and only 9cc of fluid were in the device. No pieces fell into the patient. Another device was used to complete the procedure. No adverse consequences reported.